Event description:
Report provided by the end user states that they have experienced a rash under the tape collar resulting in a decreased wear time. Cleans with a mild soap and uses a barrier wipe. The crusting technique and appliance change procedures were reviewed with the end user. Alternate products were sent to the end user. The end users subsequent outcome was not reported.

Manufacturer narrative:
It is noted that there are blank areas on this form, the info was not provided or is unk. Analysis is taken from a trending report of evals or adverse events finalized on (B)(6) 2011. The data presented is from three different product applications. The report states that there are no significant trends.